Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42 associated with their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a full pump reset, and the caller was guided through this process successfully. Following the reset, the error did not recur, and the customer was able to start a new sensor session without further issues.